Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The ge healthcare service representative reported a "pva fail". There was no report of patient involvement.

Manufacturer narrative:
Additional information and engineering review has determined that this is not a reportable event. Per the technical repair manual, this was a patient airway expiration sensor zeroing error. Failure of this sensor results in the ventilator using a previously known good offset value. This is a monitoring issue not a delivery issue. Ventilation will continue and alarms remain functional. This was not a reportable malfunction. Additional information and engineering review has determined that this is not a reportable event. Per the technical repair manual, this was a patient airway expiration sensor zeroing error. Failure of this sensor results in the ventilator using a previously known good offset value. This is a monitoring issue not a delivery issue. Ventilation will continue and alarms remain functional. This was not a reportable malfunction.